Manufacturer narrative:
Concomitant medical products: product ID: 8709 sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer, a healthcare provider (hcp) regarding a patient receiving morphine 0.5mg/ml at a dose of 0.17477 mg per day via an implanted infusion pump for failed back surgery syndrome and non-malignant pain. It was reported in regards to the patient receiving the pump implant that it had not been a good nor positive experience. The patient never saw the healthcare provider (hcp) that did the surgery before or after the procedure, he only talked to his nurse and pa (physician¿s assistant). On the day of the surgery, there was a device manufacturer representative (rep) at the hospital when the patient got there, but she was reportedly upset because they had changed the time of surgery. The rep left the patient¿s room ¿to go see what is going on¿ but the patient never saw her again. It was reported ¿somebody, from the above 'group¿ should have given me some information about the pump, how it would look and affect me, etc. The rep did leave a small plastic sac that I did not even know what was in it and left it in the hospital room when I checked out and a nurse brought it to me as they were taking me to my car saying that this ¿stuff¿ is yours. In the sac was the little remote device for giving myself and extra shot of medication when needed.¿ had the patient been told how the pump would look after it was installed in him, or how much regulation it took to keep it going and ¿perhaps how ineffective it might be¿ he would have not had the installation. The patient¿s pain management hcp was noted to have been extremely helpful and had tried hard to make it a successful situation for the patient. The patient, however, was not positive about the situation at all. They had been able to regulate the pain they suffer from much more effectively with pills that they were taking that so far had been possible with the pump. The patient would not be hesitant at all to have the pump removed and go back on medication they used before it was implanted. It was also noted ¿so, I think the support group that I am looking for is the ¿how in the hell did I get in this mess anyway¿ group! If there is such a group that is active then please give them my phone number!¿ further information was then received from the patient¿s managing hcp. The cause of the event was not known, but it was noted ¿bolus not working correctly?¿ the patient had complained that their ¿bolus was not working¿ and of inadequate pain control. In terms of interventions, a dose adjustment had been done on (B)(6) 2012. The patient did not require hospitalization due to the event and no surgical intervention had occurred. Nothing was reportedly wrong with the pump itself pre the hcp. Further information was then received on 2012-09-27 from the consumer. The patient¿s greatest concerns at that time were that he didn¿t have all the information prior to implant to make an informed decision and that he didn¿t like the size of the device. It was also then reported the patient got great relief if he was sitting still, but not while up. He was working closely with his following hcp to customize the dose and the hcp reportedly mentioned a possible drug change. The patient was willing to work with his hcp to see if they could get it to work for him but it was noted he may still need an explant. The patient had an appointment the upcoming wednesday, in reference to date of (B)(6) 2012 when information was received. Further information also received on 2012-10-31 from the consumer. At that time it was reported the patient had never yet had therapeutic effect. The pump was reportedly ¿torture¿. When asked if the patient was not getting any effect or if it was because of the size, ¿all of the above¿ was reported. The patient was not happy with the pump and didn¿t like it at all. Their hcp was working with the patient and doing everything he could do. It was also reported, that in (B)(6) 2012 patient had morphine in his pump which gave him headaches and he was still taking pain pills on the side because the ¿pump wasn¿t doing much¿. ¿about¿ two weeks also reported as ¿about a week or 10 ago¿ prior to (B)(6) 2012 the hcp changed the medication to dilaudid. The dilaudid, however, affected his vision ¿some¿ and the hcp was concerned about that on (B)(6) 2012, when the patient saw him earlier in the day, because he had upped the dosage. Additional information was also received on 2012-11-01 from a consumer. The patient was still at that time unhappy that he had the implant of the pump. It was more than likely that the patient would have the device removed. This had been discussed at an appointment the day prior with his follow up hcp. The patient was reportedly extremely happy with the care his hcp had provided him. It was also reported the patient had a new side effect with the medication change; he was experienced vision changes after being switched to dilaudid as previously reported. The patient had discussed this with his hcp and the hcp provided him with his direct line for if there were any changes or new side effects. The patient also had a follow up appointment on (B)(6) 2012. It was also noted that the patient¿s hcp reportedly believed that if the patient was getting side effects, then the pump was dispensing properly. The patient also had pain at the pump site, when sitting and mostly when driving because he isn¿t able to get up and move around. A consult with his implanting hcp was discussed as a possibility. It was also reported the patient didn¿t know if he was getting ¿any¿ relief from the pump because he was in too much pain at the pump site. He had given himself boluses but they didn¿t seem to touch his pain. He was also still taking oral medications. As of (B)(6) 2012, it had not been a good week for the patient as he had his pump increased and was having side effects of feeling ill as well as shoulder and knee pain. In regards to the shoulder and knee pain, it reportedly seemed to coincide with the increase of medication. It was discussed with the patient at that time, on (B)(6) 2012, that he should continue discussions with the hcp regarding dilaudid side effects. Since the patient¿s appointment on (B)(6) 2012, there had been long talks about have his pump removed, decreasing the pump to the lowest rate or refilling it with saline. When the patient heard his hcp talk about having the device removed, he needed some time to think about it. The patient had a consult appointment with the implanting hcp on (B)(6) 2012. Along with the consult, the patient would continue to work with his follow up hcp. The patient at the time of that report, on (B)(6) 2012, was in good spirits, just frustrated that he wasn¿t getting therapy relief. Then, on 2013-01-25, further information regarding the event was received. The patient had an appointment scheduled with his implanting hcp on (B)(6) 2013. It was a pre-op appointment for removing the pump. The patient had since the last time information was received had 2 appointments, one on (B)(6) and one on (B)(6). During the december appointment, the patient chose to not have the hcp adjust or refill the pump because he didn¿t want to feel ill during the holiday, so they had discussions about next possible steps for him and then scheduled the (B)(6) appointment. At that appointment then, the hcp and patient discussing have the pump removed and ultimately schedule the pre-op appointment. Additional information was later received from the consumer, on 2013-03-08. It was reported at that time that the patient had his pump explanted on (B)(6) 2013. He reported that he felt better than before. It was also reported they turned the pump down three to four weeks prior to the explant and he had also felt better. The patient as of (B)(6) 2013 had his pump and it was noted he was aware of the analysis process. Lastly, additional information was then received on 2016-01-27. It was reported the patient¿s pump had ¿failed¿ and was removed several years ago. No further information was provided. Additional information has been requested regarding what was meant by pump failed and the bolus not working correctly, what troubleshooting was performed, what caused the pump failure and bolus not working and if any actions/interventions occurred due to the bolus not working but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8835, product type: programmer, patient. (B)(4).

Event description:
Additional information was received that the patient did not get any relief with the pump. The patient insisted that the pump be removed because it did not work for the patient. The healthcare provider (hcp) confirmed there was no issue at the time and there certainly was no pump failure. Per the operative report, the catheter was found to be broken at the 12 cm mark. When the catheter was explanted, a catheter break was found. There was no troubleshooting performed; just what was found during the explant surgery. The cause for the break was not confirmed, nor did the hcp investigate further. It was also noted the issue was not related to the bolus working incorrectly.